Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when patient (pt) charges their implant it won't charge past 50%. When attempting to connect with patient's implant, patient reported seeing connection interrupted message with option to exit. Patient exited, and re-entered app, and confirmed connected with their implant on the call and stated their implant battery level is at 50%. Patient stated they want their implant battery level to be at 100%. Patient stated before they were able to charge their implant to 100% and now it won't go past 50%. Patient provided event date as this started last week. Agent reviewed how to recharge and patient successfully started recharging their implant on the call. Patient stated implant battery was at 50% and confirmed charging with excellent connection. The issue was not resolved through troubleshooting. Patient will continue charging implant fully and will call back if implant is still not charging past 50%. Patient mentioned they have parkinson's so it is hard for them to walk.